Event description:
The customer reported that the system exhibited communication failure errors during a patient case. This error is likely to result in a system lock up or prevent the system from booting to a usable state. No patient death or serious injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software was reloaded and the ps1 power supply was evaluated and replaced. The system was tested and found to be working as intended and returned to service.